Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. The patient experienced dry eye and blurry vision. The patient¿s manifest refraction for the right and left is sphere -2.25 diopter, cylinder for both the right and left eye was reported as +1.00 diopter. Right eye axis 105 and left eye axis 137. Only the iol in the right eye was explanted. The patient is still recovering from the explant, and the doctor is waiting to see how the patient does after the right eye explant to see if one adjustment was fine or if they need to change the power of the left eye too. They are recovering well. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 14, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the lens was visually inspected under magnification revealing that half the lens was received. The lens was cut in half with one half missing. The lens half was cleaned and inspected and no issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.